Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient had a urinary tract infection. Contributing factors, actions/interventions and resolution were unk nown. No further complications were reported or anticipated.